Event description:
Customer submitted complaint regarding broken cryocyte bag. Additional info received: lot # is h08c13017. Breakage was noticed as soon as it was removed from the freezer. It seems the breakage occurred during the freezing. The cells were meant for a pt. They did not use the cells. The pt still received the appropriate dosage. No changes to freezing or thawing protocol. Kept in vapor face <-60c.

Manufacturer narrative:
This is a cryocyte bag breakage that occurred during storage. The pt received the appropriate dose, and there is no info of any pt adverse outcomes. The product in the broken bag was not infused, so there is no risk regarding a break in sterility and a resulting infection due to the product being exposed to the outside atmosphere. As in all cases of cryocyte bag breakages during storage, there is the potential of loss of engraftment or delay in engraftment with the loss of product. This puts the pt at greater risk. As such, a breakage could potentially cause or contribute to an event if it were to reoccur. We are currently awaiting the sample for further evaluation of the product. Cryocyte bag breakage is currently being addressed through CAPA.